Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry observed on returned test strips is due to improper storage.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is december 2015. Adverse event not reported.